Manufacturer narrative:
Returned device was received in good physical condition but was missing rubber feet. During the evaluation of the device, the blank screen was found on power up. The lcd display connector was found loose on the main board due to normal wear. The lcd display was replaced and the problem was resolved. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical blank screen. There were no reported adverse events.